Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connections were re-seated during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/17/2009.

Event description:
It was reported that the 6800 system had grainy images and a magnetic interference error message. No pt injury was reported.